Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
H6 code should have been "4625 - additional surgery" rather than "4642 - additional device required".

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Analysis of the device image and session records indicated device operated at high pacing output settings as well as rate responsive feature and autocapture were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.